Event description:
During a routine preventative maintenance service call, our laerdal svc technician found the unit, after shocking properly 5 times, charged and appeared to deliver a shock but no energy output was measured on the energy meter.